Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd did not receive any samples displaying the condition reported from the customer. A root cause could not be determined. A device history record review could not be completed as no valid lot number was provided for product code 383537. Conclusions: confirmation of the defect stated in the product incident report could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. This incident is indeterminate. Conclusion: root cause relationship of device to the reported incident: indeterminate ¿ units were not received for this incident therefore the defect could not be identified and root cause could not be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter 20 gauge leaks at the q-syte. There was no report of exposure, injury or medical interventions.